Manufacturer narrative:
Findings: pending for final testing. Pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer was unable to do troubleshooting at time of call. The customer was advised to do a complete set changed as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised to call when the alarm occurs in order to troubleshoot. Customer declined troubleshooting for no delivery. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on reservoir chamber. The customer stated that they are using manual injection for a day. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.